Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2006. It was reported that the ipg turned off twice since (B)(6) 2011. Both times, she was close to a computer. On both occasions, she was able to turn the ipg back on. No further info is available at this time.